Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported that at the first refill post implant they were supposed to get 3.4 ml and got 14 ml. It was planned to monitor at the next refill. No information on environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention did not occur and was unknown if it was planned. It was unknown if the issue was resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. The cause of the volume discrepancy was unknown. The pump has been turned down to minimum rate. The physician was considering surgical intervention. The volume discrepancy has not been resolved. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that they have continued to note discrepancies at refill appointments that are "pretty big number" and "out of our normal range". It was noted that the actual reservoir volume was greater then the expected reservoir volume but the volumes were unknown. It was reported that the issue may have started after pump replacement in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.